Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable. Section d6b: if explanted, give date: not applicable. Section e1: telephone number : (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was presence of hair on the patient interface. It was unknown if there was patient involvement. No further information was provided.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 4, 2026. Section h3: evaluated by manufacturer: yes. Device evaluation: 1 of the reported 1 opened patient interface was received within original packaging confirming the reported lot number. The cone was not returned. A visual inspection of the returned product did not reveal any debris, loose particles, fibers, or hair. The reported issue could not be confirmed. The complaint issue "foreign material loose" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. For this lot, all devices meet material, assembly, and performance specifications at the time of product release. No deviations, ncs, or capas were initiated during the manufacturing process for this lot number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.